Event description:
The surgeon inserted an aq2010v silicone three piece lens and haptic was torn during inertion. The lens was removed without enlarging the incision no sutures were required. There was no patient injury.

Manufacturer narrative:
Results visual inspection of the returned product showed that part of the optic and a haptic has been torn off and was missing. There was evidence of a clear surgical residue. Conclusion based on the complaint history and evaluation of the returned prouct, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA# is p900048